Event description:
On (B)(6) 2011 the vns patient reported that on (B)(6) 2011 her vns treating physician could not interrogate her vns. She reported that the physician tried about ten times and was unsure if it was related to the programming system or the generator. The patient said that she was not feeling any normal mode or magnet mode stimulation. The patient will be seen by the physician again later in (B)(6) and the physician requested that the manufacturer's consultant be present. The patient reported that she was previously seen in (B)(6) 2011 and the vns was working normally. The patient's programming history was reviewed and a battery life calculation was performed which revealed 0.22 years until eri = yes. Additional information has been requested from the physician, but no further information was received to date. When additional information is received, it will be reported.

Manufacturer narrative:
Analysis of programming history.